Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 51 mg/dl. The customer consumed candy and the bg returned to target level. The customer did not know what caused the low bg. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the low bg.